Event description:
It was reported that during use of the pen needle 32gx4mm 5b tw 98ct china the user had extensive redness and swelling at the injection site. The customer bought 392. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The user consulted with the medical personnel, doctor confirmed that it was an allergy symptom. The following information was provided by the initial reporter, translated from chinese to english: customer bought 392 eas of pen needle 32gx4mm 5b tw 98ct recently, it's noticed that extensive redness and swelling at the injection site. Customer has confirmed with the medical personnel, doctor confirmed that it was an allergy symptom. Customer has confirmed that product does not re-used. Affect product qty 7 eas.

Manufacturer narrative:
H.6. Reason code for no evaluation: other.

Manufacturer narrative:
Investigation summary: lot#8247207 DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. 14pcs retention samples were checked on point and lubrication, and all results meet the specification. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Rationale: according to dfema 149rmn-0004-03, the severity of skin irritation is limited(s2), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that during use of the pen needle 32gx4mm 5b tw 98ct china the user had extensive redness and swelling at the injection site. The customer bought 392. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The user consulted with the medical personnel, doctor confirmed that it was an allergy symptom. The following information was provided by the initial reporter, translated from (B)(6) to english: customer bought 392 eas of pen needle 32gx4mm 5b tw 98ct on jd shop recently, it's noticed that extensive redness and swelling at the injection site. Customer has confirmed with the medical personnel, doctor confirmed that it was an allergy symptom. Customer has confirmed that product does not re-used. Affect product qty 7 eas.